Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified two curved openings, a wear abrasion and some fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified two striated openings. Based on the device analysis the final assessment is two openings striated in the side posterior assessed as surgical damage.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV" as well as "rupture." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture and capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV" as well as "rupture". Device has been explanted.